Manufacturer narrative:
(B)(4). Why does surgeon believe the patient death is associated with ethicon products? Probable bleeding on the staples line which device is surgeon alleging contributed to patient¿s death? Plee60a. Upon review of the information provided, it was concluded that this event no longer meets the FDA defined criteria for a reportable event and is now being considered not reportable. If further information is received at a later date, the file will be updated accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: what was the patient age, gender, bmi? (B)(6), female, bmi=37. Was buttressing material used? No. Please provide timeline of events from initial procedure to reoperation. On the morning, first intent. Post-op follow-up: at the beginning, no anomaly. Then, from 11 pm: drop in blood pressure and drop of hemoglobin in the blood test. At 3 am, revision surgery at the operating room. Then, transfer to intensive care. Were there any difficulties with device intraoperatively to include malformed staples or hemostasis concerns? No. How was the post-operative bleeding identified? Drop in blood pressure and drop of hemoglobin. Was the site of the bleeding identified? No. Was the bleeding intraluminal or intra-abdominal? Both. What, if any, ethicon device was used at the identified site of bleeding? Neither. Does the surgeon believe that the patient death is associated to a deficiency of an ethicon product? Yes. Was an autopsy performed? Yes. If so, what was the cause of death? Multi-organ failure after hemorrhagic shock.

Event description:
It was reported that the patient experienced post-operative bleeding. The patient has been re-operated but died.